Event description:
It was reported that the nurse stated that they have a patient that was rewarming on the arctic sun device. The patient did not seem to be warming, and they were having issues with the device. Nurse stated that they wanted to swap to another device that they have but want to make sure they set up therapy correctly on the new device since they would be starting in rewarming. Confirmed with nurse yesterday the device was alarming erratic patient temperature during cooling. They were now receiving an alarm 113 (reduced water temperature control), and the device did not seem to be warming the patient. Discussed erratic patient temperature alarms and possible probe or cable issues. Discussed alarm 113, explained this could result from low flow, overfill issues, or heater issues. Offered to troubleshoot before swapping devices, however biomed at bedside said and would take the device to their shop and troubleshoot it. Informed nurse to stop therapy and empty the pads on the first device. Had nurse turn on new device and select hypothermia. Had nurse adjust the rewarm from to the patient's current temperature 35c, nurse confirmed rate was 0.25c/hour and target was 37c which was correct per their protocol. Had nurse connect patient temperature probe. Informed nurse to disconnect pads from first device and connect pads with proper technique. Nurse able to start therapy. Informed nurse if they receive any alarms, including erratic patient temperature alarms, call them back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that was rewarming on the arctic sun device. The patient did not seem to be warming, and they were having issues with the device. Nurse stated that they wanted to swap to another device that they have but want to make sure they set up therapy correctly on the new device since they would be starting in rewarming. Confirmed with nurse yesterday the device was alarming erratic patient temperature during cooling. They were now receiving an alarm 113 (reduced water temperature control), and the device did not seem to be warming the patient. Discussed erratic patient temperature alarms and possible probe or cable issues. Discussed alarm 113, explained this could result from low flow, overfill issues, or heater issues. Offered to troubleshoot before swapping devices, however biomed at bedside said and would take the device to their shop and troubleshoot it. Informed nurse to stop therapy and empty the pads on the first device. Had nurse turn on new device and select hypothermia. Had nurse adjust the rewarm from to the patient's current temperature 35c, nurse confirmed rate was 0.25c/hour and target was 37c which was correct per their protocol. Had nurse connect patient temperature probe. Informed nurse to disconnect pads from first device and connect pads with proper technique. Nurse able to start therapy. Informed nurse if they receive any alarms, including erratic patient temperature alarms, call them back.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated that they have a patient that was rewarming on the arctic sun device. The patient did not seem to be warming, and they were having issues with the device. Nurse stated that they wanted to swap to another device that they have but want to make sure they set up therapy correctly on the new device since they would be starting in rewarming. Confirmed with nurse yesterday the device was alarming erratic patient temperature during cooling. They were now receiving an alarm 113 (reduced water temperature control), and the device did not seem to be warming the patient. Discussed erratic patient temperature alarms and possible probe or cable issues. Discussed alarm 113, explained this could result from low flow, overfill issues, or heater issues. Offered to troubleshoot before swapping devices, however biomed at bedside said and would take the device to their shop and troubleshoot it. Informed nurse to stop therapy and empty the pads on the first device. Had nurse turn on new device and select hypothermia. Had nurse adjust the rewarm from to the patient's current temperature 35c, nurse confirmed rate was 0.25c/hour and target was 37c which was correct per their protocol. Had nurse connect patient temperature probe. Informed nurse to disconnect pads from first device and connect pads with proper technique. Nurse able to start therapy. Informed nurse if they receive any alarms, including erratic patient temperature alarms, call them back. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.